Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: event date was estimated. Section b5: correction. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was previously reported that the patient was transfused with plasma. The type of transfusion that the patient received is unknown. Additional information was requested but was not provided.

Manufacturer narrative:
The referenced of the patient's multiple gastrointestinal bleeding (gi) admissions was reported under MFR# 2916596-2019-04768, 2916596-2019-04772, 2916596-2019-04775, 2916596-2019-04779, 2916596-2019-04781, 2916596-2019-04782, 2916596-2019-04783, 2916596-2019-04784, 2916596-2019-04785, 2916596-2019-04786, 2916596-2019-04787 , 2916596-2019-04788, 2916596-2019-04789, 2916596-2019-04790, 2916596-2019-04791, 2916596-2019-04794, 2916596-2019-04795, 296596-2019-04796, 296596-2019-04797, 2916596-2019-04798, 2916596-2019-04818, 2916596-2019-04821, 2916596-2019-04825. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted approximately every month for gastrointestinal bleeding (gi) for the past two years and received plasma transfusions. Additional information has been requested but not provided.